Event description:
A (B) (6) male pt contacted zoll lifecor customer support to report that one of his battery was giving him a problem. Support sent the pt a replacement battery.

Manufacturer narrative:
Device eval summary - device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. Upon eval, it was found that the thermistor was not soldered in properly, causing the battery to not light up the charger or start charging. The root cause of the incorrectly soldered thermistor cannot be positively identified but was likely an assembly error. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.